Event description:
The end user's son in law called alleging the controller mount on her unit became loose causing the end user to get wedged between a flower pot and window. The end user developed cellulitis and was treated by her dr with antibiotics.

Manufacturer narrative:
Pride sent a field svc tech to the end user's home to eval the unit. The unit was in need of maintenance. The controller mount was tightened and the unit operated per specs.